Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients scs system was shutting off. It was also noted that the patient was having to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.